Event description:
The customer's grandparent called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 176 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No rewind anomaly was noted and the insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.